Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify: surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a device site infection at the pocket of an implantable pulse generator (ipg), which had been previously explanted. The lead associated with the device was removed on the reported date. The issue was resolved with the removal of the lead. No patient complications have been reported as a result of this event.